Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the black plastic protector component has cracked and become disassembled from the wrench. CAPA (B)(4) was initiated to further investigate and determine root cause and corrective actions. (B)(4) has been initiated to change the design of product code 961673 as part of CAPA (B)(4). The current complaint sample was manufactured prior to the implementation of (B)(4). Further visual examination noted discoloration on the metal portion of the device as well as inside the socket assembly where the mating instrument would engage the torque wrench. No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update-february 24, 2016 upon evaluation it was found that the device has discoloration throughout the metal portion of the device.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The black plastic tip of the distal end of the instrument broke in half.